Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous iliac artery. A 8.0mm x 40mm, 75cm mustang balloon catheter was advanced for post-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the deivce was returrned for analysis. A visual examination of the returned device noted that the balloon was unfolded and inflation medium was noted within the balloon which indicates it had been subjected to positive pressure. The returned device was loaded onto a 0.035 inch guidewire and attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to its rate of burst pressure with no leaks or drops in pressure noted. The pressure was held for 30 seconds, this was recorded with a digital timer. The inflation device was verified, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of was repeated three times and with no issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from any damage. No issues were noted with the shaft that could have contributed to the complaint incident. No issues were identified during product analysis.

Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous iliac artery. A 8.0mm x 40mm, 75cm mustang balloon catheter was advanced for post-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.